Event description:
During biomed testing the device displayed "pacer fault 122," "pacer fault 123," and "pacer fault 126" messages. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.